Event description:
The customer was hospitalzed for high blood sugar levels. The customer treated the high blood sugar level with a manual injection. The customer last set change was that morning before customer went to the hospital, but the customer did not try to change set again. The customer confirmed that the pump settings and history are accurate. The customer stated that the doctor had called the helpline. But customer doesn't recall the doctor's name. The customer did not have tubing clamps to run a test on the pump. The customer will call back to finish troubleshooting on the pump.